Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hair in the package was confirmed and was determined to be supplier related. One safestep infusion set from lot ascqs0147 was received in a sealed package. A hair was observed in the sealed packaging. The packaging was opened and the hair was found to be 1.3cm in length. Since the package was sealed, the hair was introduced at the packaging facility. The supplier was notified of this complaint. A lot history review (lhr) of ascqs0147 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a contamination of foreign material like hair was found in the package. There was no reported patient involvement.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascqs0147 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a contamination of foreign material like hair was found in the package. There was no reported patient involvement.